Manufacturer narrative:
(B)(4). Unable to determine the cause of customer's reported leak because the set had been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported the distal end of the syringe set cracked and leaked. Intralipids were infusing via uvc and blood was noted to be backing up the tubing approx. Forty five minutes after the lipid infusion was hung. A crack was noted in the hub where tubing connects to syringe inside the pump. The patient's bp fell to 30/11 due to back up of pressor that was also infusing. Although requested, no further patient or event information was provided.